Event description:
It was reported that, "the anthroplasty was revised due to acetabular loosening and the acetabular components and femoral head were also revised. The components were implanted in situ for 2.3yrs."

Manufacturer narrative:
Device is not available for evaluation. No evaluation will be performed. If the device or additional information becomes available, it will be provided on a supplemental.